Event description:
Customer's grandmother called to report that the device did not prime during the set change. Troubleshooting was performed. The driver block was moving across the lead screw on the locked position. Customer was advised to disconnect the pump and revent to back up plan. Device was not dropped, bumped, or exposed to moisture.